Manufacturer narrative:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) had been scraped/peeled off the guidewire proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The ptfe coating was tested to ensure acceptable adhesion by wrapping around a 0.140" mandrel. The ptfe coating showed no anomalies resulting from the test, indicating that the ptfe coating was adhered to the guidewire. No anomalies were noted with the hydrophilic coating. No friction or resistance was noted during functional test, and the guidewire torque was smooth. The device directions for use (dfu) was reviewed and the following was found: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Analysis of the returned device revealed that the ptfe adhesion was acceptable, and that there were no other torque issues. Information available indicated that the synchro was confirmed to be in good condition prior to use, and that the reported issues occurred when the torque device was completely opened. Because review and analysis of all available information was unable to identify a definitive cause for the reported and observed scraped ptfe an assignable cause of undeterminable was assigned for this investigation.

Event description:
It was reported that after a few time of loading the guidewire during the procedure, the distal end of the guidewire appeared to start peeling off. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that after a few time of loading the guidewire during the procedure, the distal end of the guidewire appeared to start peeling off. There was no clinical consequence to the patient due to the reported event.